Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to adjust video signal pot. Adjusted video signal pot. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system would not take shots and both screens were jumping and showing lines. There was no report of patient injury.